Event description:
Patient experienced loss of restriction and intermittent pain which physician feels is related to tubing leak. Surgery to replace port has not yet occurred. Follow up findings: leakage at or near port tubing connector.